Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found that the left ventricular lead exhibited loss of capture in all device configuration. The clinician decided to turn off the lead and continue to monitor the patient via merlin.net. The patient was stable and asymptomatic.